Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Visual evaluation: visual analysis of the photographs identified device patch with lot number 1501286, catalog number fm-410270, red particles on the shell and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: exchange due to the patient product concern and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side exchange due to the patient product concern. Healthcare provider additionally reported capsular contracture baker grade unknown. Device has been explanted.